Event description:
A customer contacted (B)(4) regarding a check patient line alarm that appeared on the home choice (hc) during initial drain. (B)(4) had the home patient (hp) close and open the transfer set 3 times, move the clamp, rub the line, pull up on the lines, and check the lines for fibrin or air. The hp stated that there was a large gap of air in the patient line. (B)(4) recommended that the hp end therapy and start over with new supplies. (B)(4) then walked the hp through the ending therapy early procedure. The hp ended therapy and was going to start over with new supplies. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The patient stated that there is air in the patient line. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.